Manufacturer narrative:
Date of event: exact date unknown, event occurred one year ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 18453426.

Event description:
It was reported that the patient was not getting an adequate stimulation due to high impedances on one of the leads. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned.